Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was received for evaluation. Service history identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found the device to be in used condition, not in its original packaging with the screen scratched and syringe port cracked. Functional testing found that during power up, the reported system fault was verified with error code 112. The intermittent motor was identified as the cause and was replaced to correct the issue. After the repair, the device passed all functional tests. Also replaced front and rear housing, housing seal, syringe and battery cap, keypad and rear label.